Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported a 20% energy sensor error during laser treatment. The treatment was able to be completed with no patient harm.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review could confirm the reported event, however the root cause cannot be determined by the logfiles. The root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on e4 sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. An internal investigation has been opened for this issue. The manufacturer internal reference number is: (B)(4).